Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported of not being able to clear no delivery symbol and empty reservoir on display screen due to buttons not responding. Customer's blood glucose was 480 mg/dl, which would be treated with manual injection. After battery change, customer received an unexpected restart alarm. After troubleshooting, customer reported that buttons began to respond and alarms were cleared. Customer was advised to monitor insulin pump.